Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer would not turn on fully and it was noted to power up to a blank screen. It was further noted that the power supply was contaminated. The power cord bay and media bay door latch were noted to be broken. It was noted that something was rattling around display area and a loose screw was identified. The hard drive was reconfigured and software was reloaded and updated. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to turn on fully. The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.